Event description:
Pacemaker was put in rptr 2/95. Immediately after surgery he said "something is wrong, I don't think its working right." He was told everything was fine. He came home then went back 3 days later and was still told everything was fine. In july he went to the hosp due to passing out. He was told everything was fine. When he was in a telemetry bed he was told he needed immediate surgery. Pacemaker malfunctioning. Lead wire looked fractured, was not capturing. This event has caused him six operations. The leads and pacemaker are defective.